Event description:
On 04/22/2010, stryker biotech received follow-up regarding adverse events reported in the literature article by gm calori et al, "application of rhbmp-7 and platelet-rich plasma in the treatment of long bone non unions: a prospective randomised clinical study on 120 pts" published in injury, int j care injured, 39, 1391-1402. This complaint report details the follow-up info received concerning a male pt who received one unit of osigraft on (B) (6) 2005 as part of a procedure to treat pseudarthrosis of the right femur. The surgeon stated that the osigraft was prepared with saline and implanted with bone bank graft. Approx three months later, the pt experienced 'superficial sepsis'. Clinical management of the events included antibiotics (targocid, tobramycin). At the time of this report, the surgeon stated that the sepsis had resolved and that the pseudarthrosis was 'on the way to resolution'. The pt suffered a right femoral fracture in 1989 and over the next three years underwent five surgical interventions. In 2005 the pt received an fea implant, followed by treatment with osigraft in 2005. The surgeon considered that the adverse events were not serious and not related to the use of the osigraft. No additional info is expected.